Manufacturer narrative:
The field service engineer (fse) evaluated the instrument and found a leak in the tubing at pv14 and pv15. The fse replaced tubing resolving the leak and low diluent errors. Identification of failure mode: failure mode is related to a leak in tubing at pv14. No erroneous results were generated. The failure mode identified is likely to generate flagged, un-flagged or non-numeric erroneous results for all parameters due to incomplete aspiration. Evaluation of product labeling: per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).

Event description:
The customer reported a leak when using the coulter hmx hematology analyzer with autoloader. The leak was described as a clear fluid leak of 50 ml coming from tubing at pv14. The instrument generated low diluent errors. The leak was not contained. The customer was wearing personal protective equipment of gloves and lab coat. There was no reported exposure to mucous membranes or open wounds. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.